Event description:
Surgeon complained to the sales consultant that the plate, implanted in 2004 appeared to be broken on an x-ray taken about 2005. Pt is not displaced and surgeon has decided to leave the plate in and closely monitor the pt.